Manufacturer narrative:
Patient involvement corrected.

Event description:
Customer reported that the unit has multiple error code messages. The customer stated that unit was not in patient use at the time of the reported issue.

Event description:
Customer reported that the unit has multiple error code messages. The device was in clinical use at the time the reported issue was discovered; however, there was no reported harm to the patient or user.